Manufacturer narrative:
(B)(4). Add'l data from importer report: date of this report: 01/03/2013; brand name: avaulta anterior biosynthetic support system; catalog #486010; (B)(6).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Avaulta posterior biosynthetic support system and monarc subfascial hammock were reported to be used/implanted during this procedure. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR: 1018233-2013-00237.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced blood loss, lateral tearing of the vaginal mucosa (vaginal mucosa damage), recurrent post hysterectomy vaginal vault prolapse, mid bowel adhesions in the posterior cul-de-sac pelvic sidewall (adhesions), redundant colon/bladder/anterior wall, thin/expanded apex of the vagina, apical prolapse, nerve pain with prolonged sitting in the right groin/labia, retroperitoneal space somewhat fibrotic, dyschezia/constipation, prolapse of bladder mucosa, vaginal enterocele (prolapse), depression, anxiety, midline incisional scar, atrophic mucosa, palpable mesh, and required non-surgical and additional surgical interventions.